Event description:
The clinician reports the implant was inserted (B)(6) 2000 in fdi 16. Ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to themanufacturer. There were no patient operative or post-operative complications reported.